Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 3300tfx aortic valve was explanted after an implant duration of 2 years, 11 months due to unknown reason. Unknown what valve was implanted in replacement. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Manufacturer narrative: updated sections b5, b7, g3, g6, h2, h6 health effect - clinical code, device code(s), and type of investigation. Corrected data: based on the additional information, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported and through investigation that a patient with a 29mm 3300tfx aortic valve was explanted after an implant duration of 2 years, 11 months due to endocarditis (mrsa).the explanted valve was replaced with a 27mm 3300tfx valve. Per medical records, the patient presented with septic shock and was found to have positive blood cultures for mrsa bacteremia. The patient underwent redo-avr with a 27mm 3300tfx valve. Pre-bypass tee showed vegetations on the prosthetic valve with thickening of the aorto-mitral curtain but no definitive root abscess. Post-bypass tee showed, no paravalvular leak and a transprosthetic gradient of 7 mm hg. The patient was transferred to the ICU in stable condition and was discharged to rehab on pod#19.